Event description:
It was reported that the patient fell on her back in the swimming pool and experienced syncope. The pulse generator exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device evaluation anticipated but not yet begun.